Event description:
Medtronic received information regarding an axium coil that broke or detached prematurely. It was reported that the coil came off when inserted in the microcatheter. It is unclear if the physician had attempted coil detachment. There was no friction or other difficulty observed during delivery of the coil. The pushwire was not bent or broken. The coil was removed from the patient; no additional intervention was required. There as no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The axium prime coil was expected to be returned for analysis. However, only the outer carton, inner pouch, and introducer sheath were returned. Therefore, an analysis summary is not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-21 (B)(4) (hcp, for, dis): medtronic received information regarding an axium coil that broke or detached prematurely. It was reported that the coil came off when inserted in the microcatheter. It is unclear if the physician had attempted coil detac hment. There was no friction or other difficulty observed during delivery of the coil. The pushwire was not bent or broken. The coil was removed from the patient; no additional intervention was required. There as no harm or injury to the patient associated with this event. 2024-jul-01 email x2 (rep): no new event information. 2024-aug-05 e3 (hcp, for, dis, rep): additional information received reported the orginal lesion characteristics were m1, 6mm, amorphous, left middle cerebral artery (mca). Vessel tortuosity was normal. The device was prepared according to the instructions for use (IFU). The device was hydrated with saline and was no bent on the delivery wire. The procedure was completed by changing to new coils. There was no issues that resulted in the damage that was found. There were no attampts to detach the coil prior to non-detachment. It detached prematurely. The pushwire was still in good shape when taken out from the sheath. Ancillary devices: headway 17 microvention.